Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead tip became difficult to be extended/retracted and tissue was noted to be located in the helix. The pacing lead was attempt not used and replaced. No patient complications have been reported as a result of this event.